Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in the cath lab when removing the catheter, the md found that the catheter was cut. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the orange lumen was found broken was confirmed. Returned was one 7 fr ptd catheter assembly. Visual examination revealed that the orange lumen within the basket assembly was broken in half but both sides remained within the basket assembly. Microscopic examination of the orange lumen revealed that the broken ends are jagged and stretched indicating that it was pulled or torn apart. The orange lumen was twisted near the distal connector and teeth marks from a tool were also observed on this piece. Functional testing was performed by inserting a lab inventory long pin gage into the catheter. The long pin gage passed through the tip and through the distal end of the orange lumen with a slight resistance. The pin gage was also passed proximally through the entire assembly without resistance exiting at the proximal end of the orange lumen. The IFU for this product provides instructions on how to operate the ptd catheter device. A device history record review did not reveal any manufacturing related issues. Based upon observations of the returned components and the that it was discovered upon removal of the device, operational context appears to have caused or contributed to this complaint. No further actions will be taken.